Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the hi torque floppy guide wire was noted to be rusty in the package. The package was sealed. There was no device use or patient involvement. Another hi torque floppy guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the hi torque floppy guide wire was noted to be rusty in the package. The package was sealed. There was no device use or patient involvement. Another hi torque floppy guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported contamination problem (noted to be rusty) was unable to be confirmed; however there was noted embedded contamination throughout the coils and noted scratched teflon coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported contamination problem (noted to be rusty) was unable to be confirmed. The noted scratched teflon coating and the noted embedded contamination throughout the coils are likely the damages reported by the account; however a conclusive cause for the noted damages cannot be determined. The noted stretched tip coils and the noted bends throughout entire length of the guide wire possibly occurred due to handling or during packing for return analysis; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.